Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that data on the continuous glucose monitor graph was absent. There was no reported impact to the customer's blood glucose level. Customer reverted to an alternate form of insulin therapy.